Event description:
The customer reported that the system displayed a communication error message on both monitors, and the c-arm display displayed a control panel error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was calibrated and the power supply board was checked. The system was tested and found to be working as intended and put back into service.